Event description:
It was reported, the patient felt shocking down their left body. It was noted, the patient had a loss of therapy. The reporter stated that impedance measurements sometimes recorded normal readings and sometime electrodes 8 and 11 of the right brain were high and out of range. The reporter further stated that intraoperative testing showed no issues with the leads or extensions so the implantable neurostimulator (ins) was replaced. It was noted that there was no patient injury. Additional information received reported that the patient was doing very well and they were better than pre-operation. The reporter stated the patient experienced no zaps so far.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.